Event description:
Customer reported that there is a no delivery alarm. The blood glucose reading was 600 mg/dl. Customer states that the blood glucose readings were high because of a bent cannula.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.